Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call they were hospitalized due to high blood glucose on (B)(6) 2022. The customer¿s blood glucose at the time of the event was 600 mg/dl. The customer experience any symptoms such as nausea, vomiting, abdominal pain, difficulty breathing, feeling sick or unwell, headache, tired or weak, increased thirst. Due to high blood glucose value. The customer treated high blood glucose with intravenous insulin drip. The customer was admitted to the hospital emergency room for treating high blood glucose. The auto mode was not activated at the time of the event. It was unknown if the customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was not performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged high bg's on (B)(6) 2022. On svn (B)(6) the customer reported alleged insulin flow block alarm on october 22, 2022. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0872 inches. The insulin pump had a completely broken off battery cap contact (all 3 heat stake posts were broken off). The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The insulin pump did not have a battery installed when received. Please see below for the insulin flow block alarm listed in the insulin pump's history file on the event date october 22, 2022 on svn 00031490 october 22, 2022 01:32:42.000 alarmalertnotification faultnumber = no delivery (7) - during bolus october 22, 2022 04:52:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal october 22, 2022 04:54:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal october 22, 2022 05:00:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal october 22, 2022 08:55:58.000 alarmalertnotification faultnumber = no delivery (7) - during bolus the insulin pump passed the functional testing. Unable to confirm alleged high bg's. No delivery alarm/insulin flow blocked alarm not confirmed. Battery cap damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.